Event description:
The customer noticed erratic wbc results when processing on the cell-dyn 1700 analyzer. The venipuncture patient sample initially generated a wbc of 5 k/ul with repeat results of 16 k/ul and 5 k/ul. Additionally, the account noticed hemoglobin and hematocrit mismatching on patient samples. Through troubleshooting, poor bubble mixing was discovered in the pre-mix cup had no bubble mixing in the wbc and rbc transducers. Service was requested for the cell-dyn 1700 analyzer and replaced the silicon tubing. No impact to patient management was reported.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation results other (B)(4) - silicon tubing (s1). On (B)(6) 2009, a field service representative (fsr) inspected the customers instrument and found a clogged silicon tubing (s1), which was replaced by the fsr. The fsr verified bubble mixing, quality control (qc), and precision, all passed. The instrument was performing within specifications. No further investigation was required. The cell-dyn 1700 system operators manual, list number 03h58-01, troubleshooting and diagnostics, provides basic troubleshooting information for problem identification, isolation, and corrective action. Abnormal or imprecise hgb results may be related to maintenance, electrical issues or sample issues. A review of the complaint tracking and trending system did not indicate any adverse trends for cell-dyn 1700. Based on this investigation, no product issue was identified for the cell-dyn 1700. This is a final report.